Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead; model #: sc-3138-55, serial #: (B)(4), description: scs phiii ext 55cm.

Manufacturer narrative:
Additional information was received that the patient will not undergo an explant procedure. The patient¿s pain areas were successfully captured with reprogramming. The patient is happy with the current stimulation.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.